Event description:
Patient was in for a routine device change out due to expected eri. When this lead was connected to the new device, all impedances/sensing/thresholds showed normal. Upon attempting a dft, the rv lead displayed a less than 25 ohms shock impedance and a delivered shock of 0 js. Repeated attempts were made to get a shock impedance within range. All subsequent impedances fell between 25 ohms and 48 ohms. It was inconsistent. The decision was then made by the physician to implant a new rv lead. It is believed the lead had an insulation breech. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.